Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Customer returned three photos of 30gx8mm syringe. The customer reported that some of the syringes have liquid in them. The barrel and stopper of bd insulin syringes are lubricated with medical grade silicone allowing the syringe plunger to glide through the syringe barrel. Silicone oils are ideal as lubricants and are commonly used as lubrication in insulin syringes as well as in hypodermic syringes used for injecting other medications into the body. Medical grade siloxanes (silicones) are specially designed, produced and purified to meet the requirements of the medical industry, are well tolerated, and are an integral material for medical and pharmaceutical use. All bd insulin syringes are lubricated as to conform to standards provided by the international organization for standardization (iso) 8537 - sterile single-use syringes, with or without needle, for insulin. The silicone does not pose a clinical risk and would not impact the care of diabetic patients using such syringes. A review of the device history record was completed for batch # 1340348. All inspections were performed per the applicable operations qc specifications. Based on the photos received, embecta was unable to confirm the customer¿s indicated failure of foreign matter on needle.

Event description:
It was reported that prior to use with an unspecified amount of bd micro-fine¿ plus insulin syringe "liquid" foreign matter was discovered in syringe. The following information was provided by the initial reporter: the customer's child has recently been diagnosed with diabetes and they have started using the company's products, namely micro-fine plus demi u-100 insulin syringes. Some of the syringes have liquid in them, the doctor says there shouldn't be any liquid, they have to throw away up to half a pack, e.g. Lot 1340348 c.

Event description:
It was reported that prior to use with an unspecified amount of bd micro-fine¿ plus insulin syringe "liquid" foreign matter was discovered in syringe. The following information was provided by the initial reporter: the customer's child has recently been diagnosed with diabetes and they have started using the company's products, namely micro-fine plus demi u-100 insulin syringes. Some of the syringes have liquid in them, the doctor says there shouldn't be any liquid, they have to throw away up to half a pack, e.g. Lot 1340348 c.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.